Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the multiloc proximal humeral nail in question. During the surgery, when the surgeon inserts the nail, the surgeon performed impaction because the medullary cavity was small. The medullary cavity reamer was not shipped because it was the short nail. The surgeon managed to fit the nail in the intramedullary and finished the fixing of the proximal part. When the surgeon tried to perform internal operation to fix the distal part, a spiral fracture occurred from the distal part of the nail in the proximal direction. As a first aid, the surgeon wrapped the nesplon cables which hospital owned around the spiral fracture part and finished the fixing. The surgery was completed successfully. The surgeon commented that this event was caused by insertion in a situation that did not follow the diameter of the medullary cavity. The reaming operation should have been done. No further information is available. Concomitant device reported: unk: impaction instruments: trauma (part# unknown; lot# unknown; quantity: 1). Unk: reamer (part# unknown; lot# unknown; quantity: 1). Unk: screws: nail locking (part# unknown; lot# unknown; quantity: unknown). This report is for (1) 8mm ti multiloc prox humeral nail/left/cann/160mm-ster. This is report 1 of 1 for (B)(4).